Manufacturer narrative:
Lot#: this information was not provided during initial report. Additional information has been requested. Device was not explanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
The synfix spacer was implanted at l4-l5. A 3 month postop follow-up showed on film that synfix at l4 moved anteriorly in unison with the l4 vertebral body. Screw purchase at l4-l5 was maintained. Surgeon believes, the implant is still in a good position and has not dislodged from the bone. A facet fusion device was implanted, as per preoperative plan. Surgeon will continue to monitor pt. This is the 3rd of 3 reports submitted on this event.